Event description:
The hospital reported that the suction function of the acrobat-I stabilizer was not working. The affected device was reinstalled and tested multiple times; however, the issue could not be resolved. The malfunction occurred during the procedure. The procedure was completed using a new device, resulting in a small delay. No harm to the patient was reported.

Manufacturer narrative:
(B)(4). Updated sections: b4,b5,d9,g3,g6,h2,h3,h6,h11. Corrected section: h6-device code changed to 2170.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,b5,d9,g3,g6,h2,h3,h6,h11. Corrected section: d4-UDI#; h6-patient code changed to 4582; device code changed to 2170. The lot # 3000435738 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that the suction function of the acrobat-I stabilizer was not working. The affected device was reinstalled and tested multiple times; however, the issue could not be resolved. The malfunction occurred during the procedure. The procedure was completed using a new device, resulting in a small delay. No harm to the patient was reported.

Manufacturer narrative:
(B)(4). Event site name exceeded character limitations: (B)(6) hospital. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that the acrobat-I stabilizer suction function was not working.